Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# j0039905r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
On the date of this report, the pump was being replaced for normal battery eol (end of life) longevity. A couple of weeks prior to this report, the hcp (healthcare professional) was planning to replace the pump, but due to EKG changes it was postponed. The pump was interrogated on the date of this report and the empty reservoir alarm had occurred; the reservoir volume was 0.0 and was reading that 25.1 ml had dispensed since the last update. The reporter did not know the date that the pump had gone empty. The reporter was wondering if there was still drug in the catheter if the pump was empty. The device system was delivering dilaudid. Patient symptoms related to the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.